Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Engineering confirmed that the tip of the catheter had separated from the body. Based on the condition of the returned unit, the reported event was caused by a material change, which made the device more susceptible to uv light. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical has recently implemented material and process enhancements intended to further minimize the potential for this type of event to occur. This report represents a combined initial and follow up.

Event description:
Procedure performed: na. Cer #1 of 3: (B)(4). Cer #2 of 3: (B)(4). Cer #3 of 3: (B)(4). This morning I looked at few of these latis catheters (unopened from the same complaint lot ((B)(4)) that were also returned from the same hospital. I looked at 4 of them and they all seemed to have the same problem. It too brittle and kinks easily. One of them broke when I attempted to remove it out of the package. I still have few unopened units that I can send to your team if your engineering team wants to evaluate them. Additional information received via email on 15oct2019 from quality control eng: in my complaint system, they are already registered as complaint (B)(4). The only new information is that when I tested few unopened units (from the same complaint lot#) that were also returned from the customer on sept 19, I realized they were also brittle. Additional information received via email on 17oct2019 from quality control eng: I have 7 units from lot#1312586 ref a4gw6 that I can return. Three units are opened units that broke when removed from the package. Remaining 4 are still sealed inside its packaging. Additional information received via email on 31oct2019 from quality control eng: please note I have only 3 non-sterile and 3 sterile units from lot# 1312586. Additional information was received via e-mail on 07jan2020 from applied medical product quality engineer: "[distriubtor]" returned three sterile units under cer (B)(4) (in addition to the event units). The three sterile units were run through the python tortuous path test fixture and fractured during testing. The tip of each catheter broke off during testing. Photos are available. Patient status: na. Type of intervention: na.